Event description:
It was reported that when using the bd pyxis¿ medbank tower, user reported error message states as drawer offline. User unable to log on restock narcotics. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) informed the customer that the recommended solution was to restart the cabinet first, followed by restarting the aio server. The customer was advised to ensure that both the cabinet and the aio server were connected to an uninterruptible power supply (ups) to help mitigate issues caused by recurrent power fluctuations at the facility. The customer confirmed resolution of the issue and authorized closure of the case. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.